Event description:
Customer reported numbers ramping up on their own on her insulin pump. None of the buttons are working. When she tried to bolus, the numbers kept climbing as if the button was stuck. Customer's blood glucose is 130 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No climbing, stuck button, ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratches on display window, cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near tube window and cracked battery tube threads.